Event description:
When client activated system, just prior to infusion, they noted "blue water" in with medication. Upon inspection rptr noted blue in the valve release and medication compartment. Medication was not used by the client.